Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the guidewire from an arterial pressure monitoring set frayed. During a radial arterial line insertion for an unknown patient, the user experienced resistance upon advancement of the wire guide through the needle. Upon removal of the wire, the edge was observed to be frayed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
In additional information received on 23mar2026, it was reported that the patient did not have tortuous anatomy. It is unknown if the wire was removed through the needle.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.